Event description:
A customer reported that during a procedure, the system was showing "zero" infusion pressure. However, the case was completed using the same system and accessories. There was no harm to the pt. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).